Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review and catheter tubing breakage was noted close to the catheter hub. The damage is indicative of excess tensile force applied to the tubing during use. The most probable cause for the catheter breakage may be related to patient activity or movement. Since this complaint may be related to an event within the user environment, no corrective action will be taken at this time. All catheters undergo (100%) inspection during manufacturing. Catheters undergo tensile strength testing, flow, leak, and burst testing to ensure the integrity of the catheter, and its ability to endure use.

Event description:
Old dressing was being changed. When the tegaderm (pants) was being removed, the PICC line catheter snapped off from the hub, the whole length of catheter removed without incident. No patient harm.